Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician was treating a 99% stenosed lesion located in the calcified, moderately tortuous proximal to mid lad (left anterior descending) artery with 2.50x16mm taxus liberte stent. The lesion was predilated with an apex 1.5x15mm balloon catheter. The taxus liberte sds (stent delivery system) was unable to cross the lesion. After removal from the patient, it was noted the stent edge was deformed. The procedure was completed with another manufacturer's device. There were no reported patient complications. The patient's status is listed as "good".